Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The grasper at the distal end of the shaft is deformed. The spring is broken and the flap is disengaged. The device shows wear from use. A functional assessment of the device found the device could not function as intended due to the damage to the grasper. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include maintenance issues, excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a rotator cuff repair, the "truepass suture passer" was used for suturing, but when pushing the handle, the spring at the bite was released and the suture passer could not be used. The procedure was successfully completed with a delay greater than 30min using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.